Manufacturer narrative:
This supplemental report is being submitted to provide correction for the initial report and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be an effect of setting, because the problem was resolved by changing the aspect ratio in the menu to 5:4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for inspection, as troubleshooting was successful. The issue ¿image is off centered and is zoomed in too much / image abnormalities.¿ was resolved. Troubleshooting successful, therefore device will not be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center image is off centered and is zoomed in too much / image abnormalities. Troubleshooting took place: ¿turned off over scan on the nds monitor which made the image centered, but too small, went in the menus on the device and changed the aspect ratio to 5:4 and saved our changes, and then went to the nds monitor and turned over scan back on.¿ there was no report of patient harm or user injury associated with this event.